Event description:
Applied grounding pad to patient and connected to the triad machine, when bovie was attempted to be used triad machine showing error with grounding pad (rem). Applied a second ground pad and attached to triad machine, machine then worked appropriately.